Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was not able to be filled after the syringe needle had been inserted. Another syringe needle was used to successfully fill the cartridge. There was no reported impact to blood glucose.